Manufacturer narrative:
Concomitant medical products: 511212 lead, implanted: (B)(6) 2017. Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to infection. A new system was implanted shortly thereafter. No further patient complications have been reported as a result of this event.